Event description:
Falsely depressed calcium results were obtained on multiple patients' samples. The results were reported to the physicians. The samples were repeated and higher results were obtained. It is unknown if patient treatment was prescribed or altered. There was no report of adverse heath consequences as a result of the falsely elevated calcium result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium results was a sample probe needing replacement. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.